Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
The customer contacted heartsine to report that their device was displaying a blinking red status led, and that the AED would not switch on. Failure to power on the device may prevent or delay defibrillation, which could result in adverse consequences. There was no patient involvement reported with this event.

Event description:
The customer contacted heartsine to report that their device was displaying a blinking red status led, and that the AED would not switch on. Failure to power on the device may prevent or delay defibrillation, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.